Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was close to 800 mg/dl. The customer stated that the cause of the high blood glucose was a bent cannula. The customer confirmed that the cannula was bent in half and that the cannula was not in her body. The customer stated that was a trace of ketones. The customer declined troubleshooting for her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.